Manufacturer narrative:
The reported event of output and charging anomalies could not be verified. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2025-11821. It was reported that patient's implantable cardioverter defibrillator (ICD) failed to deliver shock due to low, out of range defibrillation impedance on right ventricular (rv) lead. Over current detection (ocd) was also noted. The lead was explanted and replaced. The patient status was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited output anomaly. No intervention was done. The patient status was unknown.